Event description:
Additional information was received an reported that iol was exchanged for the same lens model but half a diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following intraocular lens (iol) implantation, the patient experienced blurry vision. The iol was explanted for clinical reason of refractive error. Additional information was requested.